Event description:
A male patient (age unknown) had 2 lesions in the right coronary artery. The distal lesion was stented without incident. The second was more proximal. The physician reported feeling very slight resistance while advancing the stent. As the stent was advanced to the distal end of the catheter, the pt was noted to have no blood pressure (no aortic waveform), st segment elevation which progressed to ventricular tachycardia and then cardiac arrest. The pt was coded with return of vital signs and supported on pressor agents. The physician stated that the balloon was prepped in the normal fashion but on removal from pt, it was noted to be inflated and the stent not deployed. Further investigation revealed that the right coronary artery was unprotected. It was reported that physician did not attempt to inflate the balloon at any time during the procedure nor did he get an opportunity chance to deploy the stent. As the physician guided the device to the end of the guiding catheter, it was never maneuvered into the vessel but was removed immediately because the blood pressure wave form became dampened and blood pressure was lost, leading to the events report above.

Manufacturer narrative:
This device is available for evaluation but it has not yet been rec'd. Additional info will be submitted within thirty days upon receipt.